Event description:
The customer called and reported he was hospitalized with high blood glucose of 1200 mg/dl. The customer stated it was not an issue with the insulin pump but his own neglect causing the hospitalization. He was treated with an insulin drip. Customer was wearing the insulin pump at the time emergency medical services were called.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.